Manufacturer narrative:
D10: concomitants: (B)(6) 300-30-14 - equinoxe preserve stem 14mm. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-38-03 - 145-deg pe 38mm hum liner +2.5. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 531-78-20 - shouldr gps hex pins kit. 1032423085 a10012 - gps implant kit v2.

Event description:
It was reported that a 59 yo male patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2024, approximately 1 year 3 months post the initial procedure due to disassociated humeral poly. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The device is not available for return due to hospital policy. No device images were provided. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.